Event description:
It was reported that bipolar trl retaining clip 28 broken. The instrument case was found before the case started. No adverse affects on the patient. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The bipolar trl retaining clip 28 has broken in two pieces. Overall appearance of the device presents a worn condition consistent with normal use. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no valid lot number was retrieved for this device. H10 additional narrative: added; b5 corrected: h3.

Event description:
Additional information received indicated that the device broke into 2 pieces.